Event description:
It was reported that t wave oversensing (twos) was observed during the implanting procedure of new device. It was resolved by reprogramming ventricular sensing to right ventricular (rv) tip to rv coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).